Event description:
Plaintiff alleges that while using urinary drainage bag, the syringe port square corner caught on the frame of the plaintiff's bed as pt was standing up, thus causing severe bleeding. This report is based on info offered in a civil lawsuit, which names co as defendants. Co cannot determine whether product involved in this report caused or contributed to the reported incident.